Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, dissection is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that a vessel dissection occurred during a mechanical thrombectomy procedure to treat the m1 middle cerebral artery (mca) occlusion with the retrieval device (subject device). Control cerebral angiography after successful clot removal from mca showed the dissection of the right internal carotid artery (ica). The vessel dissection occurred during repeated insufflation of the balloon at the end of the balloon guiding catheter. A stent was placed across the dissection and the adverse event was resolved without any residual effect to the patient. Post procedure a thrombolysis in cerebral infarction (tici) score of 2b was achieved. It was reported that the event was related to the procedure and the inflation of the balloon guiding catheter but unrelated to the retrieval device.

Manufacturer narrative:
The device was disposed in the hospital.

Event description:
It was reported that a vessel dissection occurred during a mechanical thrombectomy procedure to treat the m1 middle cerebral artery (mca) occlusion with the retrieval device(subject device). Control cerebral angiography after successful clot removal from mca showed the dissection of the right internal carotid artery (ica). The vessel dissection occurred during repeated insufflation of the balloon at the end of the balloon guiding catheter. A stent was placed across the dissection and the adverse event was resolved without any residual effect to the patient. Post procedure a thrombolysis in cerebral infarction (tici) score of 2b was achieved. It was reported that the event was related to the procedure and the inflation of the balloon guiding catheter but unrelated to the retrieval device.